Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a vns generator replacement surgery on (B)(6) 2015 due to eri=yes. Pre-op diagnostics confirmed eri=yes. After the surgery, the patient was programmed to 1/2 of the pre-op output current. However, the patient was having difficulty breathing in the recovery room. The normal and magnet output currents were then turned off. Final interrogation confirmed the output and magnet currents were both set to 0.0 ma. The difficulty breathing reportedly did not resolve immediately following device disablement. The patient was also given a breathing treatment by the anesthesiologist at approximately the same time. The difficulty breathing resolved within approximately 5 minutes after these two events. The difficulty breathing was continuous but the patient was in the process of waking up from the anesthesia so it was difficult to communicate and get any answers to any questions the patient was asked. The anesthesiologist stated he thought the difficulty breathing may have also been caused by the type of airway he used for intubating the patient for the surgery but ordered the generator to be programmed off as a secondary precaution. No additional relevant information has been obtained to date.